Event description:
Consumer reported complaint for error message (e-4). The customer feels well and did not report any symptoms. Customer stated that last night she was unable to obtain a blood glucose result using the true metrix air meter and so she had called paramedics. Customer advised that she was not experiencing any diabetic symptoms at the time. Customer stated her blood glucose test result when taken by the paramedics had been 118 mg/dl fasting. Customer had not been taken to the hospital; customer had been advised to follow-up with her primary care physician. During the call, a back-to-back blood test was not performed by the customer; customer stated that she has no more test strips. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 12/31/2025 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting paramedics due to meter error message. Meter was returned for evaluation. Product testing was performed and defect found on returned meter: e-7. Test strips were not returned for evaluation - customer had returned empty vial of test strips. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Root cause: rc-001: miscellaneous user induced contamination on the strip connector. Manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.